Manufacturer narrative:
The customer's device was not returned for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.